Manufacturer narrative:
Clinical investigation: although a temporal relationship exists between the liberty select cycler and the patient¿s peritonitis event; there is no documentation that indicates a liberty select cycler malfunction caused or contributed to this peritonitis event. Due to lack of sufficient information, the source for the patient¿s peritonitis cannot be determined. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2018, a patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized with peritonitis. The patient¿s peritoneal dialysis nurse indicated the patient continued peritoneal dialysis therapy while hospitalized. Further details surrounding the peritonitis event is unknown despite multiple attempts to gather additional information. Per the patients peritoneal dialysis nurse, touch contamination may have been a factor in the peritonitis event.

Event description:
...

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.